Event description:
It was reported that the pt "has had pump for 5 years and not getting much relief". A pump replacement was performed in 2009; the catheter was replaced as well because it was dislodged and twisted. It was unk when the catheter was dislodged or twisted. Final pt's outcome was not reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.